Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported by the surgeon that during surgery the dermatome had difficulty cutting the skin graft, causing him to cut multiple times to obtain one graft. There was an additional unplanned -cut- to obtain the graft required for the procedure and medical intervention was needed for closure. There was an unknown delay. Diligence is complete. No additional information is available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, g3, g6, h2, h3, h4, h6, h11. Review of the most recent repair record determined the device was not cutting properly; the control bar was loose and the device was out of calibration. The bearings were replaced, the control bar was adjusted, and the device was recalibrated and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available.